Event description:
It was reported that the pump's touchscreen was not responding to input, leaving the screen frozen and preventing any interaction. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.